Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked out from the funnel of the catheter after placement.

Manufacturer narrative:
The reported issue (it was reported that water leaked out from the funnel of the catheter after placement. Per sample evaluation: a hole was found at the injection site) was confirmed. Visual inspection noted a hole in the injection point located on drainage arm at the funnel. During the functional evaluation water was injected by way of drainage lumen and leakage was noted by the injection point of the drainage arm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: other #.

Event description:
It was reported that water leaked out from the funnel of the catheter after placement.